Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater pump would not run in cool modes two (2) or three (3) nor recirculate mode. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr found the ohmite resistors were defective and could not be replaced by field service. The service repair tech (srt) went to user facility and replaced the resistors. With the components replaced and preventative maintenance completed, the unit operated to MFR specifications and was returned to clinical use. This complaint is related to MDR # 1828100-2013-00150. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.